Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient profile was unable to locate and issue while dispensing meds to patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was in pre-admitted state. A technical support specialist (tss) accessed the application server and reviewed patient records through patient encounter system (pes), reporting, and sql server management studio (ssms) queries. Findings confirmed that the patient had been received as a pre-admit from meditech, but no admit message was received, preventing the status from updating to admitted. No device activity was found for the patient in reports. The customer confirmed the patient had since been discharged and did not have additional examples and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.